Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: a low reading issue was reported with the adc device. A customer received unspecified lower sensor scan results that is "within 5 points and other times it is 40-100 points off." It is unknown whether the customer noted a trend arrow on the device. It was indicated that the sensor reading was "100 points off lower than an actual blood glucose monitor." The customer later reported a sensor scan reading of 60 and self-treated with juice. It was indicated that the customer's glucose level was actually 160. The customer's sugar level was raised above 200, however, no symptoms were reported. There was no report of adverse heath impact or third-party treatment. Adc customer service is currently in the process of making additional attempts to gain further information, and a follow-up will be submitted when more information is obtained. There was no report of death or permanent injury associated with this event.